Event description:
During baxters evaluation a device alarmed for a false upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.